Manufacturer narrative:
Ref. Mfgr report number: 2015691-2017-02464.

Manufacturer narrative:
The delivery system and case imaging were returned to edwards for evaluation. The device underwent visual, dimensional and functional analysis. Visual analysis revealed the delivery system was returned locked with the flex tip position on the blue section of the balloon shaft. The distal edge of the balloon (¿pumpkin¿) was observed to have a bulge and kink. Two pinhole leaks were present on the inflation balloon: one on the distal taper and the other on the proximal taper. Gouges were observed on the flex tip. Functional testing was performed. The device was able to be locked and the fine adjust knob was used with no abnormalities observed. Due to the observed pinhole, the device was unable to be de-aired. No other functional testing was able to be completed due to the inability to de-air the device. Dimensional analysis was performed. The delivery system flex tip represents the largest delivery system component that is passed through a sheath and that could potentially contribute to high insertion and withdrawal forces through a sheath. The outer diameter of the flex tip was measured and found to meet specification. Due to the location of the pinholes on the tapered sections of the balloon and the surrounding areas of the pinholes (creased/folded material), wall thickness measurements were unable to be taken. The returned imagery was reviewed. The images showed the delivery system partially withdrawn into the sheath with the marker band out of position. No imagery showing the withdrawal difficulty was provided; however, the positioning of the marker band confirmed the complaint for withdrawal difficulty through sheath. The imagery did not provide any additional relevant information about the complaint event. The delivery system undergoes multiple 100% inspections during manufacturing. Furthermore, all manufacturing lots undergo product verification (pv) testing on a sampling plan. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaint. The complaint for ¿delivery system ¿ withdrawal difficulty through sheath¿ was confirmed. The investigation indicated that patient and/or procedural factors most likely contributed to the withdrawal difficulty. Based on the complaint history review performed the following are possible factors that could have contributed to the complaint: patient vascular tortuosity (the cer describes the access vessel as mildly tortuous), sheath insertion angle, coaxiality of the device being retrieved (the delivery system was returned protruding from the sheath shaft) and residual fluid in the inflation balloon post thv deployment. Additionally, during visual inspection, the device was returned with the delivery system locked and the flex tip positioned over the balloon shaft. It is unknown whether the flex tip was positioned on the balloon shaft before or after device withdrawal, but its position has an effect on the withdrawal process. Per the IFU and training, the flex tip should be positioned over the triple marker before withdrawing the delivery system through the sheath. Per the device afmea (failure mode effects analysis), positioning the flex tip over the balloon shaft may result in inability of the flex tip to close down fully. In such a case, the flex tip outer diameter would be larger than normal during retraction, which could contribute to the withdrawal difficulty. Since the device locking mechanism was verified to be functional, it is not likely that a device malfunction contributed to the positioning of the flex tip. Therefore, it is probable that procedural factors (not placing the flex tip over the triple markers before withdrawal) contributed to the complaint. The case notes also state that the sales representative indicated that the wire was removed before retracting the commander which could also contribute to the event. Without wire support the balloon may not have correctly entered the sheath. The complaint for ¿balloon ¿ leakage¿ was also confirmed. During functional testing, the balloon was not able to be de-aired. There were no reports of prepping difficulty in the cer, which suggests that the damage occurred during use. Since the thv was able to be implanted without difficulty, it is likely that the damage occurred during withdrawal of the device. Per the cer, the vessel had moderate calcification. It is possible that after the liner tore, the balloon became exposed to calcification and was damaged. Based on the cer and evaluation, procedural factors (withdrawal difficulty resulting in sheath liner tear) and patient factors (calcification) likely contributed to the complaint. No manufacturing or IFU/labeling inadequacies were identified. Available information suggests that patient and procedural factors may have contributed to the events. No corrective or preventative actions are required at this time.

Event description:
As reported by the european edwards affiliate, during a transfemoral tavr procedure in the aortic position, upon removal of the delivery system into the esheath, the balloon became stuck. The esheath with the commander delivery system were then attempted to be removed together but while pulling out the system, the femoral artery "tore badly". The femoral artery had to be repaired surgically. Initially, there was some resistance when pushing the valve through the esheath, however, the valve was able to be advanced and successfully deployed. When the balloon was retrieved into the esheath, it became stuck. The esheath and delivery system were attempted to be removed together but while pulling out the system the iliac artery tore ¿badly¿ and part of the artery was ¿pulled out¿. In order to repair the artery, the ascending aorta was blocked with a balloon but the balloon burst. The artery was successfully repaired and the patient transferred in critical condition to the ICU. Once the esheath was out of the patient, it was seen that the balloon did not completely enter the esheath but was protruding out of the seam. While pulling on the commander delivery system, the balloon tore the liner about 1/3 of its length. The patient recovered very well and was discharged home. During engineering evaluation, two pinhole leaks were present on inflation balloon: one on the distal taper and one on the proximal taper. The patient¿s minimum luminal diameter (mld) measured 9-10mm. The vessel had mild-moderate calcification and moderate tortuosity. It is perceived that the withdrawal difficulty (balloon might not have entered correctly into the sheath and got caught ) was caused by the lack of wire support as the wire had been removed back into the delivery system before the delivery system was retracted.